Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided.